Manufacturer narrative:
Medwatch sent to FDA on 8/19/2016. Additional information: describe event or problem.

Event description:
Additional information: symptoms "haven't resolved but starting to shrink."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of granuloma: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified filler. The patient developed granulomas that were "documented by biopsy." Patient was seen by a dermatologist to assist in treatment.